Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient was being brought back for removal of a fiber from the anterior chamber that was found on post op visit.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A customer reported a fiber was going to be removed from the anterior chamber of a patient that was found during post-op visit. At this time there is no material details of the fiber, the color, or a sample returning for this investigation. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause and determine the potential origin or identity of the fiber. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be taken at this time as a sample was not returned for a root cause evaluation. If a sample is returned at a later date, the complaint will be reopened. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).